Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) has exhibited elevated, but still in-range shock impedance measurements (150 ohms) and was surgically replaced. Boston scientific technical services was contacted and recommended obtaining x-ray images to assess optimization options. Information has been requested regarding the physician's name and whether this system will be returned, but a response has not yet been received. Further details will be provided, once available.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited elevated, but still in-range shock impedance measurements (150 ohms) and was surgically replaced. Boston scientific technical services was contacted and recommended obtaining x-ray images to assess optimization options. Further details were provided that during the system explant, thick scar tissue was visible over the anterior serratus muscle. When the new system was implanted, standard post-implant commanded shock testing was successfully performed, so the physician elected not to remove the scar tissue and is continuing with normal monitoring. The physician did not request analysis to be performed on the explanted system, and thus it will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to update b5 (event description).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited elevated, but still in-range shock impedance measurements (150 ohms) and was surgically replaced. Boston scientific technical services was contacted and recommended obtaining x-ray images to assess optimization options. Further details were provided that during the system explant, thick scar tissue was visible over the anterior serratus muscle. When the new system was implanted, standard post-implant commanded shock testing was successfully performed, so the physician elected not to remove the scar tissue and is continuing with normal monitoring. No additional adverse patient effects were reported. It was recently clarified that only the s-ICD device was surgically explanted, and the electrode remains implanted and in-service. The physician did not request analysis to be performed on the explanted device, and thus it will not be returned.